Event description:
At 6:30 /p on 1/28, the patient's blood glucose result on her meter was 254 mg/dl, despite the fact that she was displaying symptoms of low blood sugar (listless and pale). Her last insulin injection (2u r) and meal was "lunchtime." The patient's father did not treat because of the meter reading, but called paramedics who arrived 5 minutes later. The paramedic's meter indicated that her blood glucose was too low to register a reading. A glucose IV was begun and she was transported to the hospital. At 8/p, a laboratory result at the hospital was 33 mg/dl and a hospital meter reading (brand unk) 15 minutes later was 23 mg/dl. She was treated with glucose and IV. Fed and released several hours later. The meter is reportedly cleaned/mainained according to MFR recommendations and was in calibration on 2/14, reading 90 within a range of 77-105.